Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, and high impedance measurements of greater than 2200 ohms. It was thought that the lead fractured. A surgical revision was performed, and the lead was not tested via the pacing system analyzer (psa) during the revision, thus a lead fracture was not confirmed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.